Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. Due to the patient reporting heart attack. Based on information available at the time of this review, this event is assessed as a serious injury.  The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2, has been updated as adverse event and product problem.  Section h1 has changed to reflect a serious injury. Section h9 recall (z) number captured incorrectly in previous report it has been corrected in this report.  Section h6 health effect- impact code and clinical code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.